Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0935633) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Event description:
Customer reported that on (B)(6) 2010 at approximately 6:00 pm, she received a reading of 459 mg/dl on her freestyle lite blood glucose meter. Customer noted, she did not experience any symptoms and was feeling "fine", but was advised by a nurse to go to the hospital. Customer self-presented to a local healthcare facility approximately 30 minutes later, where a reading of 76 mg/dl was received on an unknown brand of meter. Customer received no diagnosis, but was given an intravenous infusion of unknown type, in addition to being given juice to drink. Approximately two hours later, another blood glucose reading was obtained with a result of 98 mg/dl and the customer was discharged from the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.